Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No articles were returned. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received

Event description:
Cap cross-threaded during insertion. This is 3 of 3 report for complaint (B)(4).